Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to complete the load fill tubing process. Tandem technical support guided the customer through the load process with new supplies and insulin delivery was resumed. Customer's blood glucose was 162 mg/dl.